Event description:
In 2009, pt reported she had 2 separate incidents with her infusions sets. Pt states one infusion set would not prime correctly. She said she did get insulin to drip out, but it was coming out of the tip very slowly. Pt reports she used the infusion tubing for a few hours and immediately her readings shot up into the 500's mg dl. She states she changed the infusion tubing and then bolused to cover her high readings and her readings then came back down to normal. Pt's normal blood glucose range is between 125-150 mg/dl. Pt is using a competitor's infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.